Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in air/water cylinder, tube and jet tube. There was no patient involvement.

Manufacturer narrative:
A definitive root cause of the reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.